Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 3.0 x 32mm synergy xd des broke on a non-boston scientific wire.

Event description:
It was reported that shaft break occurred. A 3.0 x 32mm synergy xd des broke on a non-boston scientific wire.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: synergy xd mr us 3.00 x 32mm was returned for analysis. A visual and tactile inspection of the hypotube profile identified a partial device was returned to site, the entire hypotube and manifold were not provided by the customer. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break and kinks in the polymer extrusion. A microscopic examination identified a break in the inner lumen 21cm from the tip, the inner lumen was also bunched 7.7cm from the tip and at the proximal markerband. A microscopic analysis of the stent identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.